Manufacturer narrative:
(B)(4). A return materials authorizations has been provided to the customer but the customer decided not to returned the device to carefusion for further analysis. The customer reported that they evaluated the device and determined that the root cause of the reported issue was moisture in the patient circuit. If the device is returned then a supplemental report will be submitted after an investigation is completed.

Event description:
The customer reported an issue with their lap top ventilator while in use with a patient. The customer reported that the device was auto-cycling. There was no harm to any patient or clinician associated to the reported event.